Event description:
The customer reported their intellivue multi measurement server (mms) produced a delayed alarm for a desaturation event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported their intellivue multi measurement server (mms) produced a delayed alarm for a desaturation event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.